Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod arrived fully deployed. Download data and shelf mode current were not available due to the pod being unable to connect to a pdm for downloading. No damages were observed on the needle mechanism, which was reset and redeployed without issues. No housing or e-seal damages were observed. The cause of the reported needle mechanism complaint could not be determined. Recorded battery voltages were low. The cause of the insufficient battery voltages could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred.